Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a f/u report.

Event description:
It was reported that the pt was explanted and re-implanted in 2008. The initial stimulation with the device was attempted last week and according to the clinician, the pt had a non-stimulation. An x-ray was performed and it was determined by her surgeon that even though the electrode array was inserted into the same cochleostomy as the explanted array, the pulsar electrode array was not in the cochlear. A revision surgery is scheduled for the following month.